Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that the site thought they were inaccurate initially. The site had 8 exams (older and newer exams) that they combined into one patient. They selected the old CT by mistake that had registration data on it and went forward in the software, they noticed they were inaccurate. They had another CT that was newer and had the registration they had done that day (unknown why they were going back to use the registration again). The local representative (cs) had them go back and change their merge reference in stealthmerge, then the new CT registration was accurate. It was noted that the site is aware this was user error. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. It was later noted that the issue occurred post-registration, but was caused due to a site error with the merge.